Event description:
It was reported that a patient underwent an atrial flutter left (l-afl) procedure with a smart touch bidirectional catheter. Before the catheter was opened, it was noticed that the packaging was damaged and the catheter was exposed. The customer did not use the catheter and it was replaced. The procedure was completed. No patient consequence was reported. This event is being reported because it compromises the sterility of the product.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on april 2, 2015. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4)

Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Manufacturer narrative:
(B)(4) it was reported that a patient underwent an atrial flutter left (l-afl) procedure with a smart touch bidirectional catheter. Before the catheter was opened it was noticed that the packaging was damaged and the catheter was exposed. The customer did not use the catheter and it was replaced. The procedure was completed. No patient consequence was reported. Upon receipt, the catheter was visually inspected and it was found in normal conditions. Since the original packaging was not returned, no further investigation could be performed. Picture received was not clear enough to evaluate the complaint. However, during the manufacturing process, several on line inspections are in place to prevent this type of damage/defect from leaving the facility. The complaints database was reviewed and no other complaints were reported regarding this type of failure. There were no units available on the inventory for further analysis. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint cannot be confirmed.